Event description:
Equipment misfired while inside patient. Did not staple. Had to get a new piece of equipment. Per operative report: the transverse colon and terminal ileum were transected using blue loads of the laparoscopic linear cutting stapler. The transverse colon and ileum were aligned in a side-to-side fashion and a stay suture was placed on the antimesenteric border adjacent to the staple lines and about 15 cm distal to the stapled ends. Enterotomies were made in the antimesenteric border of each piece of bowel near the staple lines using the cautery. A linear cutting stapler was then carefully advanced into the enterotomies, ensuring that the mesentery was free underneath. The stapler was fired to create the side-to-side anastomosis. Another blue load was used on the linear cutting stapler to create a longer common channel of the ileocolic anastomosis. The ends of the more proximal stay suture were pulled through a stab incision in the abdominal wall using a carter-thomason device to provide traction on the bowel. Another blue load of the linear cutting stapler was used to close the enterotomy of the common channel. The abdomen was irrigated and suctioned dry. A small staple line bleed was identified, and hemostasis was achieved using a small clip. Attention was turned to the left upper quadrant. The patient was noted to have dense adhesions between a small area of the anterior stomach and the abdominal wall. This area was stapled across and divided using a blue load of the linear cutting stapler.